Event description:
During a (pci) percutaneous coronary intervention procedure, prior to inserting in the pt, a leak was seen along the seal of the hub of a 2.5x15mm reptor rail balloon. The product was not clinically used.